Event description:
A (B)(6) customer contacted customer service for help with performing a control test using his contour link system. The customer performed control tests and rec'd a result of 11.0 mmol/l. The normal control range was 6.0-8.3 mmol/l. No adverse events were alleged. The customer was advised to return his test strips for eval. Replacement test strips and a new meter were sent to the customer.